Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to depleting prematurely. The device battery went from 4.5 years to elective replacement indicator (eri) status in just two years. The patient also heard this device beeping. A request was made to have the data from this device analyzed. Data analysis confirmed that power consumption was increasing in a gradual fashion. Device replacement was recommended. Additional information was received indicating that this device was explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.